Manufacturer narrative:
The large suturecut needle driver instrument was requested to be returned for evaluation by the failure analysis team, but it has not yet been received. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed was rarp - robotic-assisted radical prostatectomy. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to the movement of the jaws, coagulation did not work. There were no cables visibly protruding from the distal end of the instrument. Isi did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.